Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin and the helix was stretched-out. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that during the implant procedure the physician experienced placement and helix extension difficulties with the right atrial (ra) lead. When the lead was connected to the device the impedances measurements were greater than 2000 ohms. The ra lead was removed/replaced prior to pocket closure. No adverse patient effects were reported.